Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "possible deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, total delamination of valve and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis, the final assessment is total delamination of valve assessed as adhesive failure.

Event description:
Device has been explanted.